Event description:
A patient reported they were having a return of symptoms that started a couple week prior to the report in (B)(6) 2016. They went to a wedding in colorado and they were not sure if the altitude was affecting their body. When they returned home, the week prior to the report, they continued to have symptoms. They tried all the settings, but nothing seemed to resolve the symptoms. They did feel stimulation. It was noted that the patient stated they were better this week. It was recommended that the patient follow up with their healthcare provider to discuss programming and symptoms if they persist. The implantable neurostimulator (ins) was indicated for urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.